Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy and the system was autoreducing. Diagnostics revealed invalid impedances. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information indicates that the patient's lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was replaced to address the issue. Therapy was restored post-operatively.